Event description:
It was reported that the customer was in the hospital with high blood glucose over 700 mg/dl, a heart attack, and pneumonia, after her infusion set fell off. It was stated that the infusion sets repeatedly fell out. Customer's symptoms of high blood glucose included confusion, labored breathing, and vomiting. She was treated with an incubator and manual injection and her blood glucose dropped to 56 mg/dl. The customer was not wearing the insulin pump at time of hospitalization and did not know how many hours the set was out. Customer was advised to change entire set, reservoir, and insulin. Adhesion methods were recommended for the infusion sets and it was advised that if the issues were to persist, customer's healthcare provider may be able to recommend an ostomy nurse. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.